Manufacturer narrative:
Continuation of d10: product ID: 9735771, lot number: unknown h6: multiple fdd/annex a codes were coded for this event. A05 was coded for the amber light on the camera. A1102 was coded for the localizer fault error. A110201 was coded for the system not booting. H3, h6: the system was serviced in the field and it was found the camera cart battery needed to be replaced.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera showed localizer faulted in the application and that the amber light was on. The reporter was not in front of the system at the time of the call, so no troubleshooting could be done. The manufacturer representative (rep) found that the camera cart did not boot at all. The rep tried connecting another camera cart, and that booted as expected. The rep disconnected the camera battery from the camera uninterruptible power supply (ups), which turned the system on. The rep checked the ndi toolbox to find that the camera was functioning as intended with no reported errors. No amber light was present. The application tracked the passive probe without issue. No camera replacement would occur in this case. There was no patient involvement.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the battery was replaced. Codes b01, c02, and d02 apply. The battery (lot number: 2304) was returned and analyzed. There was no failure found when testing the battery. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.